Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that approx. 9 months after the implantation this atrial lead was found dislodged due to suspected twiddler syndrome. The lead was explanted and replaced by a new one.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 47 and 51 cm distal to the is-1 connector pin, the lead body was found deformed and abraded. However, the insulation was not breached. Based on the available x-ray as well as the characteristics of these damages, it is reasonable to assume that a twiddlers syndrome, as mentioned in the complaint description, led to lead-to-lead abrasion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.